Event description:
It was reported an over infusion of total parenteral nutrition (tpn) that led to a seizure activity of the baby. The event occurred on (B)(6) 2024. According to the infusion data (infusion knowledge portal report) provided by the customer, the tpn was manually programmed to run at 9ml/hr. Via guardrails with volume to be infused (vtbi) 90ml. Although requested, the customer declined to provide additional information and no device has been returned to be at this time.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex b code.

Event description:
It was reported an over infusion of total parenteral nutrition (tpn) that led to a seizure activity of the baby. The event occurred on 26 november 2024. According to the infusion data (infusion knowledge portal report) provided by the customer, the tpn was manually programmed to run at 9ml/hr. Via guardrails with volume to be infused (vtbi) 90ml. Although requested, the customer declined to provide additional information and no device has been returned to be at this time.